Event description:
It was reported that during the procedure for treatment of in-stent thrombosis of a 2.25 vision stent in the posterior descending artery, two rx trek dilatation catheters (2.25x8, 2.25x12) could not advance. Coronary artery bypass surgery was performed for treatment of the thrombosis. The vision stent had been implanted one week prior. The patient was taking plavix. Reportedly, the patient has a crystal methamphetamine addiction which counteracts the plavix. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported thrombosis is a known adverse event listed in the vision instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, additional information reports that images revealed the 2.25 x 15 rx mini vision stent was suspected to be undersized and the vessel appeared larger than the stent size. The stent did not appear to be fully apposed to the vessel wall. Aspiration of thrombus was performed; however, clots continued to form and could be seen in the heparin syringe. Coronary artery bypass graft surgery was performed for 4 or 5 vessel bypass. The exact date of discharge was unknown; however, the patient has been discharged and left the hospital after the surgery. No additional information has been provided.

Manufacturer narrative:
(B)(4). Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. In this case, the sds was not returned for analysis which may have aided the investigation. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. It was reported that after the mini vision stent was implanted, thrombus was noted. Additional therapy was used in the attempt to aspirate the thrombus and the patient was sent to surgery resulting in additional hospitalization. The reported thrombosis is a known adverse event listed in the vision instructions for use. A conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported.